Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the va lcp rim distal radius plate for the fracture of the distal radius. When the surgeon was inserting the buttress pin into the second row of holes on the distal ulnar side, the buttress pin kept spinning and could not be tightened. Therefore, the surgeon replaced the buttress pin in question with a va locking screw (04.210.122s), and the screw tightened without any problems. The surgery was completed successfully within thirty (30) minutes delay. The surgeon requested to investigate the cause of the event. Patient outcome is reported as stable. No further information is available. This report is for one (1) 1.8mm ti va lckng buttress pin with t8 stardrive recess/22mm this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: part # 04.210.092s lot # 4l11447 release to warehouse date: march 29, 2019 expiration date: march 1, 2029 supplier: (B)(4) non-sterile part # 04.210.092 lot # h842982 release to warehouse date: march 1, 2019 manufacturer: monument a manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.¿ ¿visual analysis of the returned sample revealed that the thread of va-lcp buttress pin ø1.8 l22 tan look stripped causing difficult to be assemble. No other problems was reported. A dimensional inspection was not performed for the va-lcp buttress pin ø1.8 l22 tan due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. A functional test could not be performed as the mating devices were not returned. However, the the assembly issues could be confirmed due to the observed stripped condition of the device. ¿as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.¿ ¿the overall complaint was confirmed as the observed condition of the va-lcp buttress pin ø1.8 l22 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.¿ ¿based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.